Event description:
It was reported that the patient had been hospitalized with hyperglycemia and ketones. The patient's blood glucose levels reached 593 mg/dl while wearing the pod between 4 and 24 hours. The patient was throwing up when they woke up this morning. It was also reported that the cannula came out of there body and noticed that the patient could smell insulin. The patient was treated with 1 1/2 bags of saline solution so that they could flush the ketones out. The patient was released same day. The pod was not worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.